Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#261;tected a ventricular tachycardia (vt) as supra ventricular t achycardia (svt) and inappropriately withheld therapy. Also, the right ventricular (rv) lead exhibited a high threshold. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.